Event description:
The sutures snapped from the anchor while the surgeon was tying them down. Anchor remains in patient; he then implanted another without any issues. Surgeon said he believes the knot pusher may have something to do with it.

Manufacturer narrative:
Device is not being returned for evaluation.